Event description:
The issue occurred during preparation for use for a diagnostic procedure (intubation during anesthesia). There was a procedural delay for a few minutes and the patient was not yet under anesthesia at the time. The procedure was completed with a similar device (serial #(B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b3/date of event: 02 dec 2022 b5/reportable event description: the issue occurred during preparation for use for a diagnostic procedure (intubation during anesthesia). There was a procedural delay for a few minutes and the patient was not yet under anesthesia at the time. The procedure was completed with a similar device (serial #(B)(6)). D10: concomitant medical products: lf-dp (serial #(B)(6)); therapy date: 02 dec 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was poor angulation while using the tracheal intubation fiberscope. There was no patient harm associated with the event. The device was returned and evaluated, and due to a cut in the angle wire, the fiberscope couldn¿t be bent in the up direction. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to a cut in the angle wire, the fiberscope couldn¿t be bent in the up direction. Additionally, the channel cleaning brush could not be inserted smoothly due to the forceps channel being crushed, the curved tube was crushed, the flexible tube of the insertion section was crushed, the coating of the insertion tube was peeled off, and the curved rubber was sagging. Scratches were also found on the following device components: the operation part, the eyepiece, the operation unit cover, the grip, the angle lever, the up/down plate, and on the vent metal under the grip. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.